Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her son experienced high blood glucose. The customer's blood glucose was 457 mg/dl. Te customer was treated with the shot. It was stated that the insulin pump had blank display. The troubleshooting was performed for blank display. Customer stated that the contacts on the battery cap were neither missing nor damaged. The customer was advised to insert new battery and display returned after insulin pump restart. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. (B)(4).